Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white calcification on the shell, black and green mold-like appearance, and crease fold. Leak test and microscopic analysis were performed which identified the unit did not leak. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "patient's concern of the product." Additionally, healthcare professional reported "random pain", and capsular contracture, baker grade iii. Device has been explanted.